Manufacturer narrative:
Surgical intervention. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery to repair problems from the previous surgery on (B)(6) 2014. It was reported the patient experienced an undisclosed adverse event.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh repair on (B)(6) 2014 and prolene was implanted due to recurrent hernia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.